Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used during an endoscopic dilation procedure performed on (B)(6) 2024. During preparation outside the patient, the product was unpacked, and it was found that the catheter was broken. The procedure was completed with a second cre wireguided dilatation balloon. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. ***additional information received on january 2, 2025. *** it was reported that the catheter was cracked and did not break into two separate pieces. ***additional information received on march 6, 2025*** it was reported that they found that the opening of the packaging bag was not sealed. This is the real event, not the catheter having cracks or fractures, so the device returned was intact.

Manufacturer narrative:
Block d2b: the remaining pro codes (product codes) are fdt and knq; reported here as pro codes (product codes) exceeded the character limit for the designated field. Block h6: imdrf device code a020503 captures the reportable event of device packaging seal compromised. Block h6 has been updated based on the additional information received on march 6, 2025. Block h11: (additional MFR narrative) has been changed based on the updated product investigation result. H11: (investigation result) the returned cre wireguided dilatation balloon was analyzed, and a visual inspection found no problem with the balloon or the catheter. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of packaging bag not sealed could not be confirmed. The device was returned in a generic plastic bag and no problem were noted on the balloon and catheter. Therefore, the most probable root cause is no problem detected.

Manufacturer narrative:
Block d2b: the remaining pro codes (product codes) are fdt and knq; reported here as pro codes (product codes) exceeded the character limit for the designated field. Block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on january 2, 2025. H11: (additional information): it was reported that the catheter was found to be broken when unpacked, and the reported event may have suggested that the catheter break during preparation. Additional information was received from the customer on january 2, 2025, that the catheter did not break into two separate pieces but instead the catheter cracked. The catheter leaks/tears are unlikely to cause or contribute to a serious injury or death if the device is exchanged, this may cause a clinically insignificant delay of procedure, but the event is unlikely to cause or contribute to patient injury. As there is no reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event. If additional information becomes available, it will be assessed at that time.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used during an endoscopic dilation procedure performed on (B)(6) 2024. During preparation outside the patient, the product was unpacked, and it was found that the catheter was broken. The procedure was completed with a second cre wireguided dilatation balloon. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 2, 2025. It was reported that the catheter was cracked and did not break into two separate pieces.

Manufacturer narrative:
Block d2b: the remaining pro codes (product codes) are fdt and knq; reported here as pro codes (product codes) exceeded the character limit for the designated field. Block h6: imdrf device code a0401 captures the reportable event of catheter break.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used during an endoscopic dilation procedure performed on (B)(6) 2024. During preparation outside the patient, the product was unpacked, and it was found that the catheter was broken. The procedure was completed with a second cre wireguided dilatation balloon. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block d2b: the remaining pro codes (product codes) are fdt and knq; reported here as pro codes (product codes) exceeded the character limit for the designated field. H11: (investigation result): the returned cre wireguided dilatation balloon was analyzed, and a visual inspection found no problem with the balloon or the catheter. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of catheter crack was not confirmed. The returned balloon found no problem with the balloon and the catheter. As there is no reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event. Therefore, the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used during an endoscopic dilation procedure performed on (B)(6) 2024. During preparation outside the patient, the product was unpacked, and it was found that the catheter was broken. The procedure was completed with a second cre wireguided dilatation balloon. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 2, 2025. It was reported that the catheter was cracked and did not break into two separate pieces.